Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a 200cc mentor memorygel breast implant experienced symptoms consistent with right side capsular contracture post procedure. The patient was experiencing discomfort and pain. The patient suspected capsular contracture; however, mentor has not received information that this was confirmed by a medical professional. As a result, the device was explanted on (B)(6) 2020.